Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. There was no patient involvement as the pump has not been used for insulin therapy. Reportedly, the customer had manual injections and an alternate pump available for insulin therapy.